Event description:
Information was received indicating that a smiths medical tubing was leaking and the cadd tubing was leaking from the filter. There was no reported harm to the patient. There were no reported adverse events reported.